Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient with unknown age, sex, and ethnicity underwent primary breast reconstruction surgery with cpx4 with suture tabs medium height smooth expander and was presented with bilateral expander deflation. Both expanders had hole at the same tab. The reporter couldn¿t remember if it was the 3 o'clock or 9 o¿clock but there was a gap between the tab and expander. As a result, the expanders were explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.